Event description:
After using the scalpel, the surgeon advanced the safety shield and the blade apparently came off the handle and hit a clinician's face shield.

Manufacturer narrative:
After using the scalpel from this custom pack, the surgeon advanced the safety shield and it apparently flew off the handle and hit the face shield of a nearby clinician. There was no injury to the clinician and medical intervention was not indicated. The sample was returned and inspected. The blade fit securely onto the handle. There were no signs of stress at the connection. The safety shield slid smoothly when the button was activated and locked securely and correctly into place. When the shield is locked in place, the blade can be removed from the handle. If significant pressure is applied during the removal process, it is possible to replicate the sudden detachment from the handle as described in this incident. We identified no concerns with the function and/or operation of this safety scalpel. This is a bd bard-parker blade. Aspen surgical products, inc. Owns this line of surgical blades. They have been notified of this incident in order that they may conduct an investigation and determine the need for any corrective action.